Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the large volume pump module was programmed to run the medication to run for 10 hours, however it was completed within 3 hours. There was patient involvement, but no harm.

Event description:
It was reported that the large volume pump module was programmed to run the medication to run for 10 hours, however it was completed within 3 hours. There was patient involvement, but no harm. Bd has learned additional information. It was reported that on (B)(6) 2023 at 0300, protonix drip (80 mg/100ml) was programmed to run over ten (10) hours (10 ml/hr. Or 8 mg/hr.); however, it was infused over three (3) hours instead. The pump was reportedly verified with 2nd rn that it was infusing was at current rate (10 ml/hr.), but within 3 hours the bag was found empty. The issue reportedly occurred again same date at 0629 (same device). The patient reportedly received a total of 160 mg over 6-8 hours period instead of 20 hours. Other infusions running at the time of the event: lactated ringers at 75ml/hr.: flagyl 500mg/100ml over 1 hour; and sodium phosphate 8.3mg/250ml.

Manufacturer narrative:
Correction : date of event, describe event or problem, concomitant med prod data, initial reporter e-mail.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c, d codes , remedial action required, remedial action # and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the large volume pump module was programmed to run the medication to run for 10 hours, however it was completed within 3 hours. There was patient involvement, but no harm. Bd has learned additional information. It was reported that on (B)(6) 2023 at 0300, protonix drip (80 mg/100ml) was programmed to run over ten (10) hours (10 ml/hr. Or 8 mg/hr.); however, it was infused over three (3) hours instead. The pump was reportedly verified with 2nd rn that it was infusing was at current rate (10 ml/hr.), but within 3 hours the bag was found empty. The issue reportedly occurred again same date at 0629 (same device). The patient reportedly received a total of 160 mg over 6-8 hours period instead of 20 hours. Other infusions running at the time of the event: lactated ringers at 75ml/hr.: flagyl 500mg/100ml over 1 hour; and sodium phosphate 8.3mg/250ml.